Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional (hcp) and company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient had an MRI on their brain following the protocol with 1.5 tesla with send/receive head coil. The device was interrogated and turned off prior to the MRI. Impedances were normal prior to the MRI. Following the MRI, the device was turned back on and interrogated. Post-MRI, contact 2 and case displayed impedances over 10,000 ohms. After a few minutes, impedances were measured again and the open circuit involving c/2 returned to normal but bipolar impedances involving contacts 1 and 2 measured greater than 12,000 ohms. Impedances were measured a third time and c/2 showed high impedances and the fourth check showed c/2 as being normal. There were no falls and nothing abnormal in the MRI scan. The patient was programmed using c+/3-. The issue was not resolved at the time of report. The hcp was to have more information on the event on (B)(6) 2016. No surgical intervention was planned or occurred. Additional information received one week later reported the cause of the high impedances was unknown. On (B)(6) 2016, the impedances were tested in several positions to test for positional impedance changes. An open circuit between contacts 2/3 was 12,000 ohms which was detected in one position but otherwise impedances were normal. There was no explanation for intermittent high impedance readings.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care professional (hcp) and company representative reported the patient was doing well and no additional information was provided.

Manufacturer narrative:
Information references the main component of the system and other applicable components are:: product ID: 3387s-40, lot# va0zwv8, implanted: (B)(6) 2015, product type: lead. Updated date of event.

Event description:
Additional information received from a healthcare provider (hcp) via a company representative reported the lead was not in the intended location which was confirmed by lack of patient response to stimulation and with MRI. It was indicated that the MRI confirmation of misplaced lead as well as lack of response to stimulation. The event occurred on (B)(6) 2015. The issue was not resolve at time of the report. The surgical intervention was planned and it has been scheduled on april 11 2016.